Event description:
It was reported that the patient presented during clinical follow-up. Interrogation noted that the left ventricular lead to be fractured and exhibited failure to capture and high pacing impedances. Programming changes were performed. The patient was in stable condition.